Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed self-test and unexpected restart error alarm test, no alarms were noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 350 mg/dl, which was treated with manual injection. The caller stated that the battery was out of the device for more than ten minutes. The battery was placed back into the device but the buttons were still unresponsive and the insulin pump kept vibrating. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).